Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the device was going to be explanted for an unknown reason. It was unknown if there were any environmental, external, or patient factors that may have led up to the issue. It was also unknown if the issue was resolved. It was indicated that surgical intervention had not occurred at the time of report but was planned. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
Additional review indicated that device code is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.